Event description:
The device was used during a lar procedure. Reportedly, the instrument was difficult to close. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injuyry occurred.

Manufacturer narrative:
4/13/1998 - supplemental report #1 submitted to FDA.